Event description:
International affiliate reports the leopard cage broke during insertion. The cage and its broken fragments were retrieved from the surgical site. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the retuned leopard implant, parallel 28x7 [product code: 1864-48-108, lot no: angfbj] noted that the leopard cage was fractured into five sections. A review of the device history record (DHR) for the leopard implant, parallel 28x7 [product code: 1864-48-108, lot no: angfbj] was conducted. The lot was released on june 6th, 2012. No discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis for the leopard implant, parallel 28x7 was conducted with no systemic trend identified. The root cause of the leopard cage breakage cannot positively be determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device and there has been no systematic trend, this complaint will be closed with no further action required.